Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, version #: 2.1.0 h2) please see the additional codes section for further additional information. H2-3) the software analysis (for product line item 30 - alleged inaccuracy) concluded that there was insufficient information to det ermine if a software anomaly caused the reported event. The logs and archive were reviewed. There were 2 application session of logs present of the issue date. First session captured site did multiple registration attempts where most of the registration was successful and many were unsuccessful due to accuracy was more than > 5 millimeters (mm) and the traced points were less in most of the attempts. The second session also captured multiple successful registration attempts and did not capture any unsuccessful attempt, where observed the traced points in second session were comparatively more than first session. Archive had 4 (mr-1, mr-2, mr-3, mr-4) magnetic resonance (mr) exams and one imaging system-1 exam. Mr-3 and mr-4 exam loaded with warning "not optimal for stealth" due to irregular slice spacing and missing slices. Archive captured site did multiple registration with mr-2 exam which was having 208 slices and spacing <(>&<)> thickness was 1.00 mm. From all registration observed some traced points were collected under the patient¿s skin and registration model contains lot of artifacts near patient¿s mouth. Registration could cover more space in the above fore h ead and near the ears and on the nose area. Even on the lowest registration accuracy value of 2.7 mm, the zone of accuracy was very small and potentially not in the region of interest for surgery. Lot of collected points were overlapped each other and under the skin might be due to pressure got applied. The analysist suggested to allow more anatomy to register on and trace or collect more anatomically unique points to better map the traced points to the patient model in the suggested blue area and avoid applying excess pressure while tracing so that points do not sink below the surface of the model codes: b01, c19, d15 h2-3) the software analysis (for product line item, 40 - manual registration prompt) concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs and archives were reviewed. There were 2 session of application logs present of the issue date. Second session captured that site bring the imaging system in procedure and took one successful spin but logs captured that the site did not select navigated spin on the imaging system. Logs captured " current registration [was] not valid " and " disabling support for non-navigated [imaging system] scans". The analysist suspected the issue was due to the mentioned reason that site did not select the navigated spin on the imaging system, the reported behavior of the prompt (for manual registration) occurred. But logs did not capture the evidence related to the prompt (for manual registration) as mentioned. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that  the site was experiencing an alleged inaccuracy. The site registered the patient manually and was happy with the outcome, but after draping the patient the surgeon felt off by about 4 mm laterally. They  inquired about how the patient reference frame was placed after draping and that was adjusted with no resolve. Site brought in an image acquisition system (ias), took a spin, merged the images in, but was then prompted to manually register again. Unknown if navigated spin was selected on image acquisition sysytem (ias). Site continued surgery with previous registration. There was no patient impact and a  5 min delay.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) device evaluation: h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The n avigation system then passed the system checkout and was found to be fully functional. B01, c19, d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.